Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
One day following a ventricular tachycardia procedure, a pericardial effusion was observed. A transthoracic echocardiogram revealed a pericardial effusion located within the atrial pericardium and anterior to the right ventricle. A pericardiocentesis was performed to reduce the effusion. No patient symptoms were noted and the patient is in stable condition. There were no performance issues with any abbott device. Clinical trial: (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.